Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smaartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that pump was alarming "air in line", checked and found small bubbles which was tapped and sent back up the line. When opened the latch of pump channel, the line separated at the junction.

Event description:
No additional information.

Manufacturer narrative:
One sample model 2426-0007, lot 24095379 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the reported lot was manufactured on oct 2024, before actions implemented for a similar condition reported. The following actions were defined: an accessory is to be implemented to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Implemented on mar 21st, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.